Event description:
It was reported that during the procedure when the subject coil was used, the physician was able to pack and detach the subject coil at target location. However upon attempting to remove the catheter, the subject coil was stuck at the catheter tip after its detachment. The physician was not able to remove the stuck subject coil upon multiple removal attempts. When the physician pulled the whole catheter back, the subject coil came out in a row. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that preparation/set-up was performed as per the dfu, the event for both coils occurred during the same procedure, continuous flush was maintained for the duration of the procedure, the rhv was adequately tightened, no excessive force was applied at any point while advancing the coil, and there was no allegation against the microcatheter used in the case. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
This is 2 of 2 report. The device is not available to the manufacturer.

Event description:
It was reported that during the procedure when the subject coil was used, the physician was able to pack and detach the subject coil at target location. However upon attempting to remove the catheter, the subject coil was stuck at the catheter tip after its detachment. The physician was not able to remove the stuck subject coil upon multiple removal attempts. When the physician pulled the whole catheter back, the subject coil came out in a row. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.